Event description:
Baxter reported a "disconnection between miniset and titanium adapter" with the transfer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.